Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during anterior cervical fusion procedure, intubated and inflated the cuff and found that it wasn¿t holding air. 7-9cc of air was used to inflate the balloon. The leak was evident when trying to inflate the cuff to establish the airway during the intubation process. Same issue occurred with other tube of same lot number. The procedure was completed with a back-up tube of different lot and there was no patient impact.